Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, filter embedded in the ivc, failed retrieval attempt, and the filter cannot be removed. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2013; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The legal brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6)2013. The filter "subsequently malfunctioned and caused injury and damages to the plaintiff, including; but not limited to, filter embedded in the ivc, failed retrieval attempt, and the filter cannot be removed. As a direct' and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed post bleeding after a pe. The patient had been on anticoagulation post a cesarean hysterectomy. During the filter placement via the internal jugular vein, the filter was deployed in the infra-renal ivc without complications. The patient was transferred to recovery in stable condition. Eleven months and twenty-eight days post implantation, the patient was noted to have thrombus bilaterally in the common femoral vein and bilaterally in the proximal femoral veins. According to the additional information received in the patient profile form (ppf), the patient underwent the unsuccessful attempt to remove the filter eleven months and twenty-eight days post implantation. According to the medical records, during the removal attempt despite capturing the half of the filter, the distal struts did not release from the wall of the ivc. The superior end of the filter was noted to be tilted medially and anteriorly. The patient also reports to be suffering from occasional palpitations, insomnia, anxiety, and shortness of breath (sob). According to the medical records, the patient presented to the hospital with these symptoms eleven months and eight days post implantation. At this time the patient also had left arm tingling, confused speech and occasional chest pain. It was noted that at this time, the patient had no lower extremity swelling, varicose veins or lower extremity pain. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the inferior vena cava (ivc), failed retrieval attempt, and the filter being unable to be removed. The following additional information received per the patient profile from (ppf) indicates that the patient had history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed post bleeding after a pe. The patient had been on anticoagulation post a cesarean hysterectomy. The filter was placed via the right internal jugular vein and deployed in the infra-renal ivc without complications. The patient was transferred to recovery in stable condition. Eleven months and twenty-eight days post implantation, the patient was noted to have thrombus bilaterally in the common femoral vein and bilaterally in the proximal femoral veins. According to the additional information received in the patient profile form (ppf), the patient underwent an unsuccessful attempt to remove the filter eleven months and twenty-eight days post implantation. According to the medical records, during the removal attempt despite capturing the half of the filter, the distal struts did not release from the wall of the ivc. The superior end of the filter was noted to be tilted medially and anteriorly. The patient also reports to be suffering from occasional palpitations, insomnia, anxiety, and shortness of breath (sob). During a scheduled appointment for evaluation for filter removal the patient reported having episodes also had left arm tingling, confused speech and occasional chest pain. The patient was to be referred to a cardiologist for the palpitations, those records have not been provided. It was noted that at this time, the patient had no lower extremity swelling, varicose veins or lower extremity pain. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety, shortness of breath, palpitations, insomnia, tingling sensation, chest pain and disorganized speech do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.